Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Return material was not available. Customer support advised the customer to replace the reagent probe during troubleshooting, which had not been replaced after four months of use, as per labeling. Tracking and trending did not identify an adverse trend for the probe on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated clinical chemistry calcium results while using the architect c8000 analyzer. The customer provided the following results (mg/dl) (customer range 8.4-10.2): patient 1: initial 5.80, retest 9.8; patient 2: initial 2.3, retest 10.2. The results were not reported from the laboratory. There was no impact to patient management reported.